Event description:
Patient noticed the ipg implant site was warm and swollen. After therapy was turned off, the swelling went down and the heat went away. He has been advised to return to the clinic to have this evaluated.

Event description:
Follow up report to MDR 3007666314-2018-00016. Patient's experience of swelling and warmth at the ipg site resolved on their own. No signs of infection and no intervention required. Patient has resumed therapy.